Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoid resection. According to the reporter: a leak occurred at the anastomosis site 24 hours post-operatively. Suture was placed at site of leak. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.